Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they could hardly walk. It felt like it was down in patient's hip and catching patient when patient tried to walk. The issue started yesterday but patient had this problem years ago and it went away. Yesterday it started again and it was on the same side of where the battery was. Pt mentioned hcp was going to take the implant out but the surgery had to be rescheduled several times. Pt was redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.